Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was operating normally, but the display on the roller pump went partially blank. The rpm liters and tubing size were not displayed. The device was switched from the arterial pump to the sucker pump location. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation is in process, but not yet complete.